Event description:
The nurse reported that the pt has relocated and presented to a new clinic experiencing increased pain; patient reports having had a recent "bad fall." The patient reported lack of pain control, so the pump was filled with dilaudid 10mg/ml and marcaine; patient was receiving 1.35 mg/day. At that refill, the actual reservoir volume was 13.5 ml; expected reservoir volume was 2.5 ml. The patient again reported lack of pain control and returned for another refill. At that time, it was noted that the actual reservoir volume was 18.0 ml; the expected reservoir volume was 13.5 ml. Dye and roller studies were performed and a rotor stall was confirmed. The pump was filled with normal saline and programmed to stopped mode. The pain is well-controlled on oral medications and patient may consider revision or explant at a later date as she has knee surgery scheduled for the near future.